Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. During evaluation, the device alarmed system error 345. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The cause was identified to be an out of calibration downstream and upstream thermistor. The upstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed system error 345. No additional information is available.